Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: g3 was corrected to 03/04/2024.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The provided image was reviewed by an isi failure analysis engineer (fae). The following additional information was provided: it looked like it may be the pitch cable that is broken.

Event description:
It was reported that the permanent cautery spatula was not moving to the desired direction. The instrument was taken out and it was found out that the wires were broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure. The instrument did not move at all to the desired direction, it was moving in opposite direction of intended direction. The timing of instrument movement was not appropriate. There was no shakiness and/or friction or any instrument-to-instrument or system arm-to-arm interference observed. There weren't any external collisions observed. The surgery was completed as planned with a delay of 5-10 minutes. No fragment fell into the patient. There was no injury to the patient as result of the event. The device was not inspected prior to use. The instrument is available for return to isi for evaluation.